Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the system error 322 during testing. However, review of the history log confirmed the error. The upper and lower auxiliary were found to be out of specification. The upper and lower auxiliary were out of specification.

Event description:
It was reported that a device alarmed for a system error 322 during testing. There was no patient involvement.